Event description:
The customer reported the external paddles are no longer working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the external paddles are no longer working. There was no reported patient involvement. The paddles were replaced and the issue was resolved. We will consider this a malfunction of the external paddles where they no longer worked.